Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a leak from an unknown location. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, during the troubleshooting it was determined that there was a leak, which is a known cause of this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.